Manufacturer narrative:
A ge representative evaluated the system and reseated connections. System operates as intended.

Event description:
Customer reported the system will not take images. There is a problem with the camera. No patient injury was reported.